Event description:
Rptr used butterfly needle and vacutainer to draw blood. The vacutainer was pulled up over the needle. It does not lock in place. The employee went to dispose of the needle. The back vacutainer slipped back exposing the needle which stuck him in the thumb.